Event description:
I am a diabetic and need to take an insulin shot 4 times a day. This year every box of 100 syringes there is at least 30 to 40 that are defected. When I complained to becton dickinson of the problem they were able to replace the ones that were defected. Then when I continued to complain they told me that they were going to investigate and I have been waiting for the past 3 weeks. I told my pharmacist of the problem and they confirmed my suspicion that thus is a defective product and they are not honoring my purchases and providing replacements. This is affecting my health and I should not have to take this. FDA safety report ID# (B)(4).